Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and observed a broken o-ring on the console helium connector. To resolve the issue, the stm replaced the o-ring and left an extra o-ring with the customer . The stm then performed all calibration, functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6) hospitals.

Event description:
It was reported that prior to use, the o-ring on the console helium connector for the cardiosave intra-aortic balloon pump (iabp) was broken. The crew was preparing the pump for a transport, and when they turned on the helium, they heard the helium leaking. There was no patient involvement and no adverse event was reported.